Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: the catheter slipped out of the urethra, because the balloon is broken. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter slipped out of the urethra, because the balloon is broken. The patient's condition was reported as fine.